Event description:
It was reported that patient presented in clinic for follow up with a device that was post paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. The device was reprogrammed during the device check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.